Event description:
It was reported that the patient presented with severe stenosis in the p1 segment of the left posterior cerebral artery (pca) and severe stenosis in the right middle cerebral artery (mca). During the procedure, balloon angioplasty and stent placement were performed. After balloon dilation, the physician proceeded to prepare the subject stent for placement at the lesion site. During the preparation process, the physician removed the subject stent from the dispenser hoop and observed that the tail end of the subject stent system was bent. The subject stent was flushed, and as the physician attempted to advance the stent along the delivery wire to the lesion site, the wire could not pass through the bent portion at the tail end of the subject stent. The physician attempted to straighten the bent area, but this did not improve wire advancement. During the attempt to retract the product, the proximal portion of the delivery pole fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent stabilizer was noted to be fractured at 14cm from the proximal end. The stent delivery catheter (outer body) was noted to be kinked at 54cm from the distal end. The stent was still contained within the distal end of the delivery catheter with flattening noted to the delivery catheter. The distal taper tip of the stabilizer was missing and not returned. During functional inspection, the stabilizer was removed from the delivery catheter with some slight friction, there was no interaction with the stent as the taper tip had been removed. The stent was left behind in the delivery catheter. A patency mandrel was advanced to deploy the stent from the delivery catheter and there were no anomalies noted to the deployed stent. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent delivery catheter kinked/bent' and 'stent stabilizer/catheter friction' were both confirmed during device analysis. The remaining as reported code 'stent delivery catheter broken/fractured during use' was not confirmed. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. However, the device was not confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'during the preparation process, the physician removed the stent from the dispenser hoop and observed that the tail end of the stent system was bent. After removing the stent, it was flushed, and while preparing to deliver the stent along the delivery wire to the lesion site, the wire could not pass through the bent portion at the tail end of the stent. The physician attempted to straighten the bent part, but it did not improve the delivery of the wire. Subsequently, the stent was replaced, and the surgery was completed'. A product condition update was provided which stated that 'the delivery pole at proximal became fractured during product delivery back'. There is contradictory information provided in the gfe (goof faith effort) responses. For one question the reply was that the stent stabilizer was advanced independently of the delivery catheter, and in a later reply it states that, during advancement or repositioning of the device, the inner body was not advanced independently of the outer body. This is being interpreted that, during preparation, the stent stabilizer was advanced in order to create a small gap between the dual taper tip and the distal end of the outer catheter. This gap is necessary for continuous flush. Following the preparation steps, the subject device was loaded on the guidewire and advanced into the patient. At no point after the initial preparation was the inner body (stent stabilizer) advanced independently of the outer catheter. The stent was returned for analysis still present inside the distal end of the outer catheter. Once deployed fully, the stent was inspected and noted to be undamaged. The outer catheter (stent delivery catheter) was kinked/bent near the mid-point of its length, and it was also flattened in several places towards the distal end (where the stent was located). The stabilizer was fractured near the proximal end, which is aligned with the product condition update provided by the user. In addition, the dual taper tip was missing from the distal end of the stabilizer. There was some friction felt when the stabilizer was removed from the outer catheter. It is not clear exactly what occurred which led to this event. The most likely explanation is that the proximal end of the stent stabilizer became damaged, and this was noticed during preparation. It is at this point that the user ought to have discontinued use of this subject device and replaced it with a new device. Instead, the user appears to have loaded the stabilizer onto the guidewire and advanced it until the guidewire was unable to pass through the bent proximal section of the stabilizer. The user then appears to try and straighten the bent stabilizer without success. At this point the user appears to have decided to remove the stent system, and, during this removal, the stabilizer became broken/fractured. It is not clear if this event occurred inside or outside of the patient. A worst-case situation will be assumed (inside patient). It is not completely clear how the dual taper tip became detached. Likewise, it is not clear how the outer catheter experienced the damage noted during device analysis. The as reported codes 'stent delivery catheter kinked/bent' and 'stent stabilizer/catheter friction¿ as well as the as analyzed codes listed in the grid below will be assigned use error as this complaint appears to be associated with a product that met the stryker's design and manufacturing specifications, but performance was limited due to the decision to proceed with a device noted to be damaged during the preparation steps. The remaining as reported code 'stent delivery catheter broken/fractured during use' was not confirmed.

Event description:
It was reported that the patient presented with severe stenosis in the p1 segment of the left posterior cerebral artery (pca) and severe stenosis in the right middle cerebral artery (mca). During the procedure, balloon angioplasty and stent placement were performed. After balloon dilation, the physician proceeded to prepare the subject stent for placement at the lesion site. During the preparation process, the physician removed the subject stent from the dispenser hoop and observed that the tail end of the subject stent system was bent. The subject stent was flushed, and as the physician attempted to advance the stent along the delivery wire to the lesion site, the wire could not pass through the bent portion at the tail end of the subject stent. The physician attempted to straighten the bent area, but this did not improve wire advancement. During the attempt to retract the product, the proximal portion of the delivery pole fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.